Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 02/15/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The skin reaction consisted of redness under the entire sensor patch. On (B)(6) 2023, the patient consulted with their physician, and oral antibiotics were prescribed (penicillin 500 mg, twice a day for 7 days). After treatment, the redness had decreased.